Event description:
A tibial tray impactor tip was received following a reusable instrument tray rework. The impactor tip had broken at the point where the tip connects to the impactor handle.

Manufacturer narrative:
A tibial tray impactor tip was received following a reusable instrument tray rework. The impactor tip had broken at the point where the tip connects to the impactor handle. Review of inspection records for the affected lot of material indicate that the device was manufactured to specification.